Manufacturer narrative:
9617229-2023-16490. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii or IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reporting "capsular contracture (unknown baker grade), pain, lumpiness and soreness". Patient later reported: "breasts are like rocks", "unable to lay comfortably on my stomach", "implants sit relatively high on my chest but there is sagging beneath them", "tingling", "moving quickly to certain positions causes pain", and "capsular contracture baker grade iii or IV". This relates to the right device. Device remains implanted.